Event description:
Customer reported that the system displayed a collimator calibration error code. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a faulty interconnect cable. Cable is on order. It is anticipated this will restore the system to complete operability.